Manufacturer narrative:
One video was provided for quality evaluation. Inspection of the video does not clearly identify a leak from the stopcock. The short video show that there was a drop of fluid coming from a stopcock that did not have a white cap on the assembly, however, it is not clear if that drop came from the body of the stopcock or the opening of the stopcock when the valve was closed. The customer complaint of leakage could not be verified because the video provided is not clear and no physical sample was provided. A root cause for the failure could not be determined due to the video provided by the customer did not clearly show the location of the leakage, and due to no physical sample being provided for a full examination. A device history record review could not be performed because the lot number is unknown.

Event description:
It was reported that bd alaris pump module smartsite infusion set was leaking the following information was received by the initial reporter with the following verbatim. It was reported by customer that 10813621 set doesn't have the antireflux valves and fluids are leaking.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.